Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased and died approximately three years post implant of the implantable pulse generator (ipg) system. It was further reported that there was possible loss of capture and sensing issues. The patient coded, resuscitation was attempted, but was unsuccessful. The patient was noted to possibly be septic and acidotic at the time of the loss of capture. The patient either started dialysis treatment or was about to when the code occurred. The physician stated they did not think the pacemaker malfunctioned or was related to the patient coding. The cause of death is unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory revealed no anomalies were found.